Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a (B)(6) male patient, the device failed to discharge. However, the complainant stated that once CPR was started, the device discharged on its own. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical for evaluation. The device was put through extensive testing without duplicating the malfunction. Review of the clinical data logs did indicate there was poor pad coupling between the electrode pads and the patient's skin which is why they were unable to discharge. However, this does not indicate a malfunction with the device. The poor pad contact and check pads messages seen in the log are user advisories indicating poor coupling to the patient. There was no evidence in the log that the device discharged on its own. It is important to note, the electrode pads used during the event were not returned for evaluation. The device passed final test, was recertified and returned to the customer. No trend is associated with reports of this...